Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the patient began experiencing symptoms related to the defective asr hip, including but not limited to, discomfort, pain, and soreness, which in turn negatively affected his ability to walk, move, and sleep among other things. It is further alleged that the patient will need revision surgery in the future. Doi: (B)(6) 2006 - no revision surgery reported at this time update (B)(4) 2012 patient fact sheet (pfs) form and implant stickers received which identified part/lot information, revision date and the revision surgeons name.